Event description:
This lead was explanted due to episodes of noise on the electrode that lead to inappropriate shocks plus changes in resistance and pacing threshold.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed approximately 8 cm proximal to the lead tip that the insulation was found rubbed through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent and the rv shock coil stretched, these deformations most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for the lead was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the lead functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.